Event description:
The end-user was getting out of the trsx5 wheelchair when he fell and hit his head. He went to the hospital, where he was told he had a concussion. Afterward, he discovered the wheel locks were loose on the left side.

Manufacturer narrative:
Multiple attempts have been made to get further information regarding the event, how the device was being used, any further injury or medical treatment details, details about the wheel locks and if they were being used at the time of the event without success. A return was not requested, due to the wheel locks have currently been tightened without further issue. Should additional information become available, a supplemental record will be filed.